Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent hardware removal procedure due to distal femur nonunion. The removal of an ex rafn from the femur was done and patient was revised with a synthes retrograde advanced nail. The procedure was successfully completed. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 50mm for im nails. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the complaint device 5.0 ti lckng scr t25 sd 50 for im nails (product code: 04.005.540, lot number: unknown) was not received for investigation. A photo investigation was performed. The image was reviewed, and the complaint cannot be confirmed. Based on the x-ray evidence provided, it can be observed that the patient had a distal femur nonunion. However, this specific device is not visible on the x-ray image attached. It is not possible to confirm a product failure regarding the reported allegations. A manufacturing record evaluation cannot be performed due to lot number being unknown. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.